Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non sustained right ventricular over-sensing due to post paced t-wave oversensing. The oversensing was noted on stored electrograms. The patient did not receive therapy during oversensing. Programming changes were discussed, no intervention was performed. The patient was in stable condition.